Event description:
It was found that the cable was broken when the patient complained the pain and was x-rayed. The broken cable was implanted about 5 years ago for tha revision in another hospital (B)(6) and we cannot specify the lot number. If the patient's pain will continue the broken cable will be removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.